Event description:
It was reported that the pt experienced withdrawal, and had nausea and vomiting that began four days following the pump implant surgery. The pt was seen in the emergency room (ER) with a status of "fair". The pt was managed with supplemental medication. There were no pump alarms and no diagnostic studies performed. The pt's pump reservoir, when implanted, was not rinsed with medication, and was filled with only 6 ml of medication. The pt's pump contained: morphine at a concentration of 20 mg/ml and 1.7 mg/day; clonidine at a concentration of 600 mcg/ml (no dosage provided); and bupivacaine at a concentration of 40 mg/ml (no dosage provided). No further details or pt outcome were provided. Add'l info was requested but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).